Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "gamma, u-lag screw insertion: possibility of set screw not being tightened, lag inserted up to the belly." Removal of lag screws via open surgery.

Event description:
As reported: "gamma, u-lag screw insertion: possibility of set screw not being tightened, lag inserted up to the belly". Removal of lag screws via open surgery.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. It must be noted that an improper fixation of the set screw or its absence are the only explanation to the migration reported. As a reminder, the operative technique clearly states: "the set screw must be used. Insufficient set screw placement could lead to loss of lag screw fixation and postoperative complications. Do not unscrew the set screw more than 1/4 of a turn. Insufficient contact between. Lag screw and set screw could lead to loss of fixation and post-operative complications". Past events of gamma 4 lag screw post-operative migration have been communicated to a clinical expert, who confirmed that the migration can only have been caused by a deviation from the surgical technique and an improper positioning of the set screw. Based on investigation, the root cause was attributed to an user related issue and deviation from the surgical technique. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.